Event description:
End user is stating that she received letter for the recall she states she made an appointment with the dealer to have the chair fixed, they missed the appointment then came on another day when she was not there, she states one of the facility people signed something, she is not sure what was signed, she doesn't know if they are claiming to have repair joystick on the chair or not, but she is still having the trouble. States when she is stopping, the chair swerves to the left and to the right.